Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information was provided in sections b2, b5, h1, and h6.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation into the reported ¿high purge pressure¿ and ¿ventricular fibrillation¿ has been completed. No products were returned for investigation. However, data logs were returned and investigated. There was a gradual purge pressure buildup and purge system block alarms suggesting biomaterial buildup. The most likely root cause of the high purge pressure issue was most likely biomaterial. Additionally, any device contacting the heart wall in conjunction with a poor patient condition could result in vf/vt but since fluoroscopic imaging and/or sufficient clinical details were not provided, a relation between impella and the vf/vt is unable to be determined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 45-year-old male patient was on impella 5.0 support for mechanical circulatory support. It was reported that the impella 5.0 had purge pressure high alarms and flows were less than 1. The purge was changed to tissue plasminogen activator (tpa) and this resolved the issue. Additionally, the patient went into ventricular fibrillation and automatic implantable cardioverter-defibrillator (aicd) shocked the patient. The patient was shocked more than 50 times in a 24 hour time span. Care was eventually withdrawn the patient expired. No allegations were made towards the impella for cause of death.